Manufacturer narrative:
Correction e2, e4, additional information: d8, h3, h10. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive keypad. A review of the device history record showed the device had a manufacture date of 12/06/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device would not turn on or off. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Event description:
It was reported, that the device would not turn on or off. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not turn on or off. No patient involvement.